Event description:
It was reported that, during a total ankle arthroplasty, the tip of the cadence insert inserter broke into pieces when the surgeon was using it to implant the polymer insert. All pieces were retrieved. The procedure was resumed, without any delay, using the same device. No patient injury was reported due to this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the peg of the reusable instrument was broken off, the reported event was confirmed. Visual evaluation of the returned device identified the broken off peg as well as signs of wear expected during normal use. The cadence insert inserter is a reusable instrument expected to be used across multiple surgeries. This device is composed of multiple components: a handle, polymer top, and polymer base. Located on the polymer base is a small peg that fits into a small hole located on the anterior of the insert. The complaint indicates that the tip of the cadence insert inserter broke into pieces when the surgeon was using it to implant the polymer insert. Therefore, based upon visual evaluation and the intended use of the device, probable root causes include normal wear and tear and excessive force during insertion. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.